Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. To resolve the reported event, the patient circuit and the bag to vent switch were cleaned.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9002-000 anesthesia gas machine experienced a leak that caused a loss of mechanical ventilation. The report was received from a single source. The reported event did involve a patient. There was no patient information available.